Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer was unable to resume insulin delivery. The customer's blood glucose level was not impacted. It was confirmed that the customer had backup insulin for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.